Event description:
The customer reported finding red cell residue on top of the gel card foil. No erroneous results were reported. Fluid on top of the gel card foil could lead to carry over and / or cross contamination, which could lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and determined that the pressure was out of specifications, cleaning and readjustment of the pressure regulator has returned the instrument to expect operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).